Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during surgery, surgeon found twisting of outflow graft and thrombus in outflow graft.

Event description:
It was reported that the patient developed acute renal failure which resulted in the start of continuous renal replacement therapy (crrt). Patient was 1 day post-operation from heartmate 3 pump replacement and right ventricular dysfunction resulting in rvad (right ventricular assist device) placement. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion the reports of an outflow graft twist and suspected thrombus could not be confirmed through the evaluation of heartmate 3 lvas, serial number (B)(6). Additionally, review of the log files provided by the account confirmed low flow hazard alarms; however, a specific cause for these events could not be conclusively determined through this investigation. Furthermore, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. (B)(6) was returned assembled with the pump cable severed approximately 8.5 inches from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned detached from the pump cover outlet port with the bend relief engaged to the graft attachment. Two additional sections of the sealed outflow graft were also returned. The cuff lock had been disengaged prior to the pump being returned for evaluation. The apical cuff was not returned. Visual inspection of the returned sealed outflow graft revealed a small, non-occlusive wrinkle in the graft material, adjacent to the hardware. A smooth, thin accumulation of tissue in-growth was observed over the distortion suggesting that it may have been present for an undetermined period of time while (B)(6) was supporting the patient. The lumen of the sealed outflow graft revealed a large amount of loosely coagulated blood but no evidence of any developed or adhered depositions or thrombus formations. A specific cause for the observed outflow graft wrinkle and a duration of time for which it was present could not be conclusively determined through this evaluation; however, the wrinkle did not appear extensive enough to cause a functional issue. Upon disassembly of the returned pump, visual examination of the pump¿s blood contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured persistent low flow events on (B)(6) 2019 continuing past the events of the submitted log files, up to the time of the patient¿s pump exchange. Despite these events, the files captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion the reports of an outflow graft twist and suspected thrombus could not be confirmed through the evaluation of heartmate 3 lvas, serial number (B)(6) . Additionally, review of the log files provided by the account confirmed low flow hazard alarms; however, a specific cause for these events could not be conclusively determined through this investigation. Furthermore, a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively established. (B)(6) was returned assembled with the pump cable severed approximately 8.5 inches from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned detached from the pump cover outlet port with the bend relief engaged to the graft attachment. Two additional sections of the sealed outflow graft were also returned. The cuff lock had been disengaged prior to the pump being returned for evaluation. The apical cuff was not returned. Visual inspection of the returned sealed outflow graft revealed a small, non-occlusive wrinkle in the graft material, adjacent to the hardware. A smooth, thin accumulation of tissue in-growth was observed over the distortion suggesting that it may have been present for an undetermined period of time while mlp-008663 was supporting the patient. The lumen of the sealed outflow graft revealed a large amount of loosely coagulated blood but no evidence of any developed or adhered depositions or thrombus formations. A specific cause for the observed outflow graft wrinkle and a duration of time for which it was present could not be conclusively determined through this evaluation; however, the wrinkle did not appear extensive enough to cause a functional issue. Upon disassembly of the returned pump, visual examination of the pump¿s blood contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device captured persistent low flow events on(B)(6)2019 continuing past the events of the submitted log files, up to the time of the patient¿s pump exchange. Despite these events, the files captured the device functioning as intended. Mlp-008663 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a potential outflow graft twist. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to an outside emergency room with chest pain and was transported to site hospital. Patient experience an elevated troponin and low flows were noted. Thrombosis was suspected. Patient was taken to catheterization (cath) lab upon arrival to site hospital. Coronaries were non-obstructed but there was no evidence of contrast going through the pump. Patient was immediately taken to the operating room for pump exchange. No additional information was provided.